Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. It was stated that the customer's settings were adjusted for the low blood glucose, but now the customer is experiencing high blood glucose. The caller wanted to know what the customer's settings should be. Referred the caller to the customer's hcp for the settings. Nothing further was reported.